Manufacturer narrative:
New information: product received, investigation and root cause completed. A review of the device history record for sn (B)(6) performed from date of manufacture 05/19/2015 to the present date 09/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device displayed an occlusion error. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an occlusion error. There was no patient involvement.